Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 20mm synergy stent was advanced and deployed in the lesion however a vessel dissection was noted in the mid lad. Another synergy stent was then used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.